Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator exhibited intermittent undersensing. The patient presented to the hospital due to synocope. The physician interrogated the device and there was no stimulation, however under a magnet, it was observed to be working. The device was replaced.